Event description:
It was reported that this patient had a perforation. A 2.1mm jetstream xc catheter was selected for use in a popliteal atherectomy procedure. The popliteal segment had to be predicated with a 3mmx100 coyote balloon to advance the non-boston scientific filter wire to the proximal anterior tibial (at) artery. The filter wire was successfully deployed, then the jetstream catheter was used successfully with two blades down passes, and one blades up pass. However, difficulty was encountered when advancing the jetstream catheter to the distal popliteal artery. After completing all three passes with the jetstream, angiogram was performed, and a perforation was observed. An attempt was made to advance the 3mmx100 coyote balloon, but the physician encountered resistance pushing the balloon to the perforation site. The balloon and non-bsc filter wire were removed; however, the filter basket remained in the at. The wire had cut into the balloon and was severed from the basket. The filter was then successfully snared and removed. Then balloon tamponade was again attempted up to five times with ten-minute inflations at each attempt. The physician then made the decision to deploy a 2x6 interlock coil which subsided the perforation. It was noted that the guidewire became damaged sometime during the procedure. There were no further patient complications reported.